Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set separated, the following information was received by the initial reporter with the following verbatim. It was reported by customer that the male lure site on the line detached from the IV tube after drug was compounded.

Manufacturer narrative:
The customer reported the male luer site detached, and returned photos of sample of material 10014881, lot 25019335. Upon initial visual examination, the set verified the complaint of separation at the male luer. There is no physical sample for investigation. The manufacturing plant found the root cause for the separation at the luer to be related to incorrect solvent application and tube expansion by the assembler. A quality alert was generated by the plant on july 30, 2025, to communicate the customer complaint and reinforce the correct expansion of the tubing. A new fixture will be added to optimize the connection between the tubing sleeve and male luer, the change/design was approved on september 24, 2025, and will be implemented on the assembly line. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.